Event description:
It is reported that the initial postoperative x-rays were perfect with full apposition of the anterior femoral cortex to the femoral flange. At one to two years these patients, are asymptomatic having a distinct radiolucency. There is a sclerotic anterior femoral margin, recessed two millimeters from the femoral metal. Implant date is unknown. It is unknown whether the patient has been revised.

Manufacturer narrative:
Evaluation summary: zimmer held a teleconference with the dr on december 1, 2008 to discuss his observations. Dr felt that this observation was new to his practice and wanted to share this information with zimmer. The patient was asymptomatic and dr will watch for possible progression of lucency. Evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.